Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient reported their stimulation was turned off and the issue began today. Patient stated their back had been hurting all morning long. Patient didn't know why their stimulation would be off. During the call agent walked patient through turning their stimulation back on. Controller was at 100% and implant was at 90%. The troubleshooting steps that were taken on the call resolved the issue. Agent redirected patient to their hcp if the issue persisted.